Event description:
This report summarizes 107 malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced tilt, limb penetration into retroperitoneum, duodenum and renal vein, fracture, unsuccessful retrieval, and cranial and caudal migration. This information was received from one source. Each malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for all the malfunctions were not provided; therefore, lot history reviews could not be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for all the reported malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. Tam, m., zhu, x., mclennan, g., sands, m., & wang, w. (2010). Abstract no 2: complications of the bard recovery filter and their effect on attempted retrieval in 107 patients. Journal of vascular and interventional radiology, 21(2). Doi: (B)(4). H10: g3, h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunctions were not provided; therefore, a lot history review could not be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for the reported malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes 107 malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced tilts in 6 cases, 11 cases demonstrated limb penetration into retroperitoneum, duodenum and renal vein, fractures were seen in 5 cases, 9 unsuccessful retrievals, and cranial and caudal migration was identified in 14 cases. This information was received from one source. Each malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.